Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an ileocolonic resection procedure in 2004 and the suture was used. Now the patient presented to the medical department with abdominal pain and the passage of liquid stools more than five times daily. These symptoms started four months earlier. The patient had no nausea, vomiting, or fever. It was also reported that the patient could not clarify the indication for her previous surgery and denied the long-term use of medications or a family history of colorectal cancer. The physical examination findings were unremarkable except for abdominal discomfort at the right iliac fossa. The colonoscopy showed, at the ileocolonic anastomosis, the suture that threaded through several hard spherical structures, similar in appearance to rosary beads. Abdominal computed tomography confirmed a colonic endoluminal location. The suture was cut with endoscopic scissors at both entry points in the colonic wall and the foreign body was removed. Biochemical analysis revealed that the beads were calcium oxalate stones. The doctor opined that the fibers are biologically inert and less likely than natural fibers to cause an inflammatory response. It was also reported that calcium oxalate crystals in the stool possibly adhered to the surgical suture, creating a nidus for subsequent stone growth and this is the first case report of foreign body reaction to the suture with the formation of multiple calcium oxalate stones. Additional information has been requested.